Manufacturer narrative:
.

Event description:
It was reported that the patient experienced an increase in seizures, and the neurologist believed it to be due to the generator being at near end of service condition (neos=yes) as found during the november office visit. As a result, the physician referred the patient for generator replacement surgery. Generator replacement surgery occurred on (B)(6) 2014. An implant card reported that the reason for replacement was due to unable to interrogate due to battery depletion. The surgeon¿s office confirmed the device was able to be interrogated prior to surgery and the device was at neos condition. The explanted generator has not been received by the manufacturer to date. Good faith attempts for additional relevant information have been unsuccessful to date.